Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphadenopathy, seroma-late, and lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "capsular contracture, baker grade ii, "slightly enlarged lymph nodes, fluid/seroma," and "lymphoma."

Event description:
Healthcare professional reported capsular contracture, baker grade ii, "slightly enlarged lymph nodes, fluid/seroma," and "lymphoma." Treatment provided in the form of "lymph node excision, capsulectomy, and device removal." The patient will also under go adjuvant chemotherapy. Pathological marker provided as cd30+. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported capsular contracture, baker grade ii, "slightly enlarged lymph nodes, fluid/seroma," and "lymphoma." Treatment provided in the form of "lymph node excision, capsulectomy, and device removal." The patient will also under go adjuvant chemotherapy. Healthcare professional reported via regulatory agency biomarkers of cd30+ and alk- which confirms the diagnosis of alcl. Device has been explanted. This record is for the left side.

Event description:
Healthcare professional reported via regulatory agency biomarkers of cd30+ and alk- which confirms the diagnosis of alcl.